Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the implant was attempted but aborted once the issue was noticed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the valve tip appeared to be broken upon removal from the packaging. The valve was not implanted, and another one was pulled from the shelf to use for the implant.

Manufacturer narrative:
Patient gender provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there were no external factors identified that may have led to the issue.